Event description:
Suture opened during a c-section, and while attempting to pull it out of the package with the needle driver, we discovered the needle was present but there was no suture attached. Circulator pulled new suture quickly, and there was very little delay getting appropriate suture to the physician to start closure of the fascia.